Event description:
It was reported that the battery cap will not stay on the pump. The patient indicated that the threads on the cap were stripped, and the pump will not hold power. The patient indicated that they have never changed the battery cap.

Manufacturer narrative:
The patient indicated that they have never changed the battery cap. The user guide instructs the patient to change the battery cap every 6 months. The issue is generally obvious and detectable by the user. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The product has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.